Event description:
It was reported that during a sleeve gastrectomy procedure, insufflation issues were noticed when using the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: (B)(6).